Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported device won't recognize a bubble, which was not reproduced during evaluation. The cause was determined to be a failing upstream/ultrasonic sensor as the sensor tape was found to be peeling, which could prevent proper sensor functionality and induce false negative air detection. The upstream/ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize a bubble upon routine inspection. There was no patient involvement. No additional information is available.